Manufacturer narrative:
(B)(4). The lot was manufactured october 27, 2015- october 28, 2015. The device was received for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and no abnormalities were found on either the exterior or interior surface of the bladder and stressmember. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bladder of a small volume intermate ruptured during filling. This occurred when the device was filled with 60ml of sodium chloride and tazocilline. There was no patient involvement. No additional information is available.